Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she experienced elevated blood glucose of up to 450 mg/dl due to the infusion sets. Target blood glucose is 100-180 mg/dl. Patient delivered insulin through a syringe to correct hyperglycemia. There were no issues with the preparation or insertion of the infusion set. There was no insulin leakage. Patient did not believe she was getting insulin while using the infusion sets. Once infusion cannula was bent. Insertion device was used to insert the headsets. Patient used a total of 4 sample infusion sets and then switched to a different type. Request was submitted for replacement product. Alleged product was not available to return for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.